Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor. The customer was bleeding and was prescribed blood-thinning medicine by a healthcare professional and left it for a few days. Because the customer's arm hurt, the customer went to the hospital for treatment on march 15, and was hospitalized for 1 week because their symptoms worsened. The diagnosis was cellulitis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.